Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported opened the 7655405 and pre-flush the extension tube. It cannot be flushed. If you flush it hard, the saline will branch out and flow out. If you press harder again, foreign matter will flush out. No other information was provided.